Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited evidence of oversensed atrial noise. Boston scientific technical services (ts) reviewed the device data and indicated that the noise is indicative of oversensing of the minute ventilation (mv) sensor. Ts recommended programming the mv sensor off and to further troubleshoot a possible right atrial (ra) lead issue. No adverse patient effects were reported. The device was reprogrammed and remains in service.